Event description:
It was reported that during a laparoscopic ventral hernia procedure the tip of the device broke off while the instrument was inside the pt. It did not totally break off and the health care professional "got it all out." There was no pt injury or change in the pt's course of treatment due to the event.

Manufacturer narrative:
Final device investigation showed that the device was returned with its tissue pad missing. A part of the blade appeared scratched. The device passed all functional tests.